Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion and the right ventricular (rv) lead had high/unstable thresholds. Both the ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting and visual summary analysis of the lead indicated apparent explant damage. (B)(4).